Event description:
The customer stated their beckman coulter coulter lh 750 hematology analyzer leaked a bloody fluid inside the instrument under the blood sampling valves (bsv) and underneath the instrument onto the countertop. The customer was unable to determine the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) found there was a tube leaking from vl54 and blood was involved in this leak. Vl54 carries diluent from the sheath tank to the flow cell (sheath flow). The fse replaced the tubing and performed system verification. Root cause for the leak was a cut tube leaking from vl54.

Manufacturer narrative:
(B)(4).